Event description:
Customer was admitted to hospital for high blood glucose and diabetic ketoacidosis. Customer stated she set her basal rates at two hundered percent. Customer also stated that her blood glucose only comes down after giving a manual injection. Customer is using the same insulin bottle. Customer's stated her doctor advised pump be replaced. Customer stated insulin is expecting while she is disconnected but would rather have pump replaced. Customer declined tests on the pump.